Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-may-2024 investigation summary this complaint is for high mic ertapenem (etp) with klebsiella pneumoniae and escherichia coli when using phoenix panel nmic-306 (catalog number 449292) batch number 4044887. The customer returned isolates but did not return panels but provided phoenix generated lab reports and isolates for the investigation. To investigate, retention panels of the complaint batch were inoculated with customer returned isolates k. Pneumoniae hccl-1, e. Coli hccl-2, and k. Pneumoniae hccl-3 and placed a phoenix m50 machine to evaluate for etp mic results. Also, control panels from the same material but different batch were inoculated with customer returned isolates k. Pneumoniae hccl-1, e. Coli hccl-2, and k. Pneumoniae hccl-3 and placed a phoenix m50 machine to evaluate for etp mic results. All panels tested returned the expected mic results for etp with their respective isolates. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix panel nmic-306 the user had three isolates that were ertapenem resistant but did not flag as carbapenem resistant. The isolates were tested on another instrument and were sensitive. The isolates were also sent to arup and came back as sensitive. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd phoenix panel nmic-306, a patient sample gave a false resistant result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023 - 2025, under CAPA 11910483.

Event description:
It was reported while using bd phoenix panel nmic-306, a patient sample gave a false resistant result. There was no report of patient impact.

Manufacturer narrative:
G5. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix panel nmic-306 the user had three isolates that were ertapenem resistant but did not flag as carbapenem resistant. The isolates were tested on another instrument and were sensitive. The isolates were also sent to arup and came back as sensitive. No health impact or consequence reported.